Event description:
It was reported to medtronic neurosurgery that during preimplantation testing the valve could not be adjusted from pressure-level setting 1.0. It was also reported that there was no patient involvement.

Manufacturer narrative:
The returned valve was returned at pl=1.0. All performance levels could be set with a single attempt, and the valve did not spontaneously change levels during the course of analysis. Therefore the conditions of this complaint could not be verified by laboratory personnel. It met the requirements for patency, siphon, reflux, pressure-flow, pre-implantation, and leak testing. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.